Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's internal battery, trilogyo2 pm1 kit, exhaust fan assembly and 43micron filter were replaced and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.